Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for the treatment of a 65mm abdominal aortic aneurysm.  It was reported approximately one year post the index procedure follow up identified a type ia and type ii endoleak with aneurysm enlargement to 87mm. Subsequent yearly follow ups identified aneurysm enlargement as follows; 2 years; the aneurysm measured of 85x62m. 3 years: the aneurysm size was reported as 80x70mm. 4 years: the aneurysm measured 107x71 and 4 years: the aneurysm size was noted as 111x80mm. The physician elected to perform a late open conversion with removal of the endurant graft. During the intervention procedure a type iiib endoleak was identified. As per the physician the cause of the type iiib is undetermined but considered there may have been problems with stent graft durability. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
Device evaluation summar: bifurcate returned with a transectional cut between the 4th and 5th stent ring. An abrasion tear measuring 5.33mm square was observed on the 5th stent ring. Suture breaks were observed on the 5th and 6th stent rings on the bifurcate body. There were no suture breaks or fabric tears observed to the other sections of the graft system. The graft fabric tear was likely the site of the endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: procedural notes from the intervention received: pta was performed in the right external iliac artery using a non-medtronic peripheral stent. The left l4 +medial sacral were embolized due to type ia and type ll endoleaks. It was reported that during the initial incision, after expansion of field of view and confirmation of the gastric tube, the spleen was damaged. Hemostasis was achieved using a topical fibrin sealant patch. The retroperitoneum was incised from the duodenum to the terminal aorta to avoid the ima. Since adhesion due to the evar was mild, the aorta was taped .the retro peritoneum was incised further distally to the colon mesentery and the reia was taped. It was then decided that the lcia would be anastomosed to the left leg of the endurant and not taped. The aneurysm was incised and all blood clots were removed. The area was examined for a type ll endoleak but there was no bleeding noted from the lumbar arteries . When examining the main body along the contralateral leg, bleeding was observed from the needle hole between the stent and the graft. In addition, the aneurysm was incised into the endurant main body bifurcate and a fresh hemorrhage was observed. When the proximal was blocked, a 2 mm hole was found in the main body where a bare stent on contralateral leg was connected to the main body. The cause of the enlargement of the aneurysm diameter was due to a type lllb endoleak. The main body and aneurysm were disconnected, an anastomotic opening was created and a non-medtronic stent graft was implanted. End-to-end anastomosis of the left leg was performed with the endurant leg and the native blood vessel. The right leg and a non-medtronic stent ( epic) were removed, and the proximal reia was anastomosed to the end-to-side with a triple ligation and a 5-0 suture on the peripheral side. It was reported that the surgical wound was closed, however the spleen was damaged again and hemorrhage occurred but hemostasis was eventually achieved with a fibrin sealant patch. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.